Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as low blood glucose level. The customer's blood glucose level at morning was 78 mg/dl then customer ate oatmeal and did a bolus then customer¿s blood glucose was 290 mg/dl then customer¿s blood glucose level raised to the 427 mg/dl then customer treated their blood glucose level with manual injections. The customer¿s blood glucose level at the time of the incident was 399 mg/dl. The customer's current blood glucose level was 52 mg/dl. The customer was treated by the insulin pump and manual injections. The customer was assisted with the troubleshooting. The insulin pump will not be returned for the analysis.